Manufacturer narrative:
The e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about questionable high results for 15 patients' samples tested with elecsys toxo igm assay on a cobas 6000 e601 module when compared to 2 different competitors (liaison and vidas) at a different laboratory. Below are the discrepant results for 3 patients' samples. Sample 1: initial result: 1.34. Repeat result: negative (tested on liaison). Sample 2 was tested on (B)(6) 2025: initial result: 1.61. Repeat result: 0.08 and interpreted as negative (tested on vidas). Sample 3 was tested on (B)(6) 2025: initial result: 1.85. Repeat result: 0.35 and interpreted as negative (tested on vidas). The units of measurement were not provided. The customer alleged that the repeat results did not confirm the initial positive results.

Manufacturer narrative:
Two samples (sample 1 and sample 3) were received for investigation on 05-sep-2025: sample 1: further investigation of toxoplasma igm: elecsys toxo igm result: 1.5 coi (reactive). Vidas toxo igm result: 0.03 index (negative). Sample 3: further investigation of toxoplasma igm: elecsys toxo igm result: 0.82 coi (borderline) vidas toxo igm result: 0.17 index (negative). The investigation results were as follows: elecsys toxo igm: sample 1: 1.32 coi (reactive). Sample 3: 0.93 coi (borderline). Elecsys toxo igg: sample 1: <0.180 iu/ml (non-reactive). Sample 3: 359 iu/ml (reactive). Elecsys toxo igg avidity: sample 1: not applicable. Sample 3: 74.6 avi% (indeterminate). Platelia toxo igm: sample 1: 0.17 coi (non-reactive). Sample 3: 0.22 coi (non-reactive). Mikrogen recomline toxo igm: sample 1 and sample 3: non-reactive. Label interference: sample 1 and sample 3: observed reactivity not based on label interference. Neutralization: sample 3: neutralizable. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The cause of the event was as follows: sample 1: to determine whether the elecsys toxo igm reactivity indicated an early acute infection or was caused by unspecific/cross-reactive igms, further testing with a follow-up sample should be performed. Sample 3: possibly was derived from a patient with a late acute infection that had persisting igm antibodies. The investigation did not identify a product problem. The assay performs within specifications.

Manufacturer narrative:
Correction: section b3 was updated. The customer alleged discrepant results for an additional patient sample tested with elecsys toxo igm assay: sample 16 tested on (B)(6) 2025: initial result: 1.5. Repeat result: 0.03 and interpreted as negative (tested on vidas). The units of measurement were not provided. Sample 16 was requested for investigation. The investigation is ongoing.